Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rio system irrigation clip. The black clip that the tube goes through and clips onto the hd long broke. This has happened at this account multiple times now and is causing surgeon frustration. Pka case.

Event description:
Rio system irrigation clip. The black clip that the tube goes through and clips onto the hd long broke. See attached picture. This has happened at this account multiple times now and is causing surgeon frustration. Pka case.

Manufacturer narrative:
Reported issue: it was reported that the irrigation clip broke. Product history review: not performed as lot# was not provided. Complaint history review: a review of complaints related to p/n: 111690, lot 0 shows no additional complaint(s). Related to the failure in this investigation. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection; dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Functional inspection: functional inspection could not be performed because the product was not returned. Conclusion: based on the picture included with the complaint, it can be confirmed that the part fractured at the top thin walled section of the irrigation clip. This feature allows the metal irrigation tube to attach to the irrigation clip. When this feature fails, the irrigation clip can no longer secure the position of the metal irrigation tube. No further conclusions can be made with the supplied information. If the part is returned, this investigation will be reopened.